Event description:
The customer alleged that he performed control test using his contour ts system and received a result of 290 mg/dl. The normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer did not have any test strips left, so no product will be returned. A replacement meter was sent to the customer.